Event description:
It was reported that post water vapor therapy procedure, a patient experienced chronic pain for eight months. There is no further information.

Manufacturer narrative:
Investigation summary based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is known risk associated with water vapor therapy procedures and is noted as such in the device instructions for use.

Event description:
It was reported that post water vapor therapy procedure, a patient experienced chronic pain for eight months. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.